Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the system had burnt plastic smell, and the drawers were not detected on the bus. The customer stated that this malfunction occurred while dispensing the medication and the user managed to get the medication from another station, which caused a delay to the patient care. As per part investigation, it was determined that thermal damage to the retractor (p/n 353844-01), exposed copper strands on the pyxibus cable (p/n 121085-01), and thermally damaged copper traces on the aux interface pcba compromised the drawers functionality. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h manufacturer narrative, imdrf annex codes, section b describe event or problem, section d device available for eval and returned to manufacturer on. Part analysis: the reported condition of es: orlgt8s staff notice burning smell coming from machine. All drawers/rows not on bus both main & aux was confirmed during field service engineer testing and subsequently confirmed in the dchu inspection process. The device was initially evaluated by the field service engineer (fse) according to work order (B)(4), the fse reported that all drawers in both the main and auxiliary units were off bus. Through extended troubleshooting, the fse identified that the internal pyxis bus cable in the auxiliary unit had been damaged after coming into contact with the retractor band in drawer 3.1, resulting in a short circuit. The fse replaced the auxiliary pyxis bus cable, the interface board, and the retractor band in drawer 3.1. A comprehensive series of diagnostic and functional tests was then performed across the entire unit to verify proper operation and confirm that no additional failures were present as a result of the short. During dchu visual inspection p/n 353844-01: was received with signs of thermal damage on the chassis. P/n 121085-01: was received with thermal damage marks and copper strands exposure. P/n 119564-11: was received with thermally damaged copper traces. During dchu testing p/n 353844-01: no dchu testing was required due to the thermal damage found during external inspection. P/n 121085-01: no dchu testing was required due to the exposed cooper strands with associated thermal damage found during external inspection. P/n 119564-11: no dchu testing was necessary due to the thermally damaged copper traces found during the external inspection. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause the root cause of the complaint of es: orlgt8s - staff notice burning smell coming from machine. All drawers/rows not on bus both main & aux was due to: thermal damage on the assy retractor dwr hh cubie (p/n 353844-01) which compromised the drawers functionality. A damaged assy cbl pyxibus 7 drawer (pn 121085-01) which showed signs of exposed copper strands which led to the observed thermal damage which compromised the drawers functionality. A faulty pcba aux interface, p/n 119564-11 caused by thermally damaged copper traces, which compromised the drawer's functionality.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the system had burnt plastic smell, and the drawers were not detected on the bus. The customer stated that this malfunction occurred while dispensing the medication and the user managed to get the medication from another station, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-oct-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system emitted burning smell. A field service engineer found that all the drawers in both the main and auxiliary units were not on the bus. The fse discovered that the internal pyxibus cable in the auxiliary unit had been touched or cut by the retractor band in drawer 3.1, causing a short. The fse replaced the pyxibus cable in the auxiliary unit, the interface board, and the retractor cable in drawer 3.1, and then tested the entire unit to confirm proper functionality, resolving the issue. The system functioned as intended after the field service engineer repaired the device.